Event description:
It was reported that this artificial urinary sphincter exhibited activation issues. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D6a and d6b implant date and explant date are estimated.

Manufacturer narrative:
D6a and d6b implant date and explant date are estimated.

Event description:
It was reported that this artificial urinary sphincter exhibited activation issues. The device was explanted and replaced. No patient complications were reported.